Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted with less than a year of use due to an infection on the valves. The patient underwent a surgical intervention to remove the system. No additional adverse patient effects were reported.